Event description:
It was reported that a malfunction occurred. No information was available regarding the impact on the customer¿s blood glucose level. The pump was expected to be returned for further evaluation, and a replacement pump was issued with serial number.